Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was in good condition. Visual test was performed, and no problems were found. Functional test could not be performed as the pump went into alarm immediately after powering on, alarming error code 45639, which was caused by a faulty printed wire assembly (pwa). The pwa was replaced to correct primary problem.

Event description:
It was reported that the device failed periodic preventive maintenance. The event occurred during testing, therefore there was no patient involvement.